Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a battery failure (red alarm). No patient involvement was reported.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported aic - battery failure (red alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show multiple battery alarms upon console boot-up, indicating failure of battery 2. Lt log data confirms that one cell of battery 2 had failed, which caused battery pack internal electronics to shut down that battery. This issue is a known pattern failure, caused by internal cell imbalance. The cause of the aic (automated impella controller) issue was a defective battery. This report is being filed as part of a retrospective review of historical records.